Event description:
It was reported that cartridge alarm 20 occurred while customer was using pump. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge and successfully resumed insulin delivery, and issue was resolved with no further actions reported.